Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 205 mg/dl. Alarm was resolved by a complete set change. Customer will not be returning the device for analysis.